Event description:
On october 30, 2024, palette life sciences received a notification from a [distributor] in the united states. It was reported that "during a procedure, two deflux syringes malfunctioned. The two deflux syringes both cracked at syringe flange. There was some back pressure at the leur lock and the deflux gel would not pass through easily. The procedure continued with a 3rd syringe normally."

Manufacturer narrative:
Qn#(B)(4). Associated complaints: 3014909464-2024-00043. Complaint evaluation testing was performed from the samples returned. Two empty syringes were returned. Number of units and lot number is in accordance with the report. Both syringes have a broken flange. There are no deviations or remarks identified in the review of batch records on the reported lot that can explain the complaint. No quality issues were found connected to the raw material (glass syringe) which can explain the complaint. The most probable root cause could not be determined. The number of complaints on this batch is low. No further actions will be taken regarding this complaint. Palette life sciences will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
On (B)(6) 2024, palette life sciences received a notification from a [distributor] in the united states. It was reported that "during a procedure, two deflux syringes malfunctioned. The two deflux syringes both cracked at syringe flange. There was some back pressure at the leur lock and the deflux gel would not pass through easily. The procedure continued with a 3rd syringe normally."